Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of compromised force sensor system alarm. The customer's blood glucose level at the time of incident was unknown. The customer states the device was dropped prior to the alarm. The customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.